Event description:
It was reported that a fragment of the guide wire detached. The physician was using a 185cm meier guide wire for an endovascular aortic repair procedure. The anatomy was noted to be mildly calcified with a bend between 45 and 90 degrees. Upon removal, the guide wire became stuck and a fragment of the device came off on the proximal end. The damaged portion of the device was already outside of the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the visual inspection was performed and the device returned had peeling along the body. All the outer diameter measurements met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a fragment of the guide wire detached. The physician was using a 185cm meier guide wire for an endovascular aortic repair procedure. The anatomy was noted to be mildly calcified with a bend between 45 and 90 degrees. Upon removal, the guide wire became stuck and a fragment of the device came off on the proximal end. The damaged portion of the device was already outside of the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).